Manufacturer narrative:
Additional information added to d10, g4, h3, h6, h10 the customer reported issue was confirmed. A review of the device history record for sn (B)(4) was performed from date of manufacture 10/04/2006 to the present date 10/24/2020 and confirmed that this device was not previously returned for servicing and there were no production failures indicated on the source device.

Event description:
It was reported that there was an error code on the device. No patient involvement was noted.

Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
It was reported that there was an error code on the device. No patient involvement was noted.